Event description:
A us distributor contacted zoll to report that a patient passed while wearing the lifevest. The patient was reportedly conscious and not wearing the lifevest while showering. He stepped from the shower and lost consciousness. The patient's wife reportedly placed the lifevest back on the patient and contacted ems. Review of the lifevest downloaded data indicates that the patient was in asystole. One non-lifevest shock was delivered during asystole. Three lifevest shocks were subsequently delivered during asystole. CPR artifact contributed to the false detections. The response buttons were not pressed during the event.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The equipment was fully functional and able to detect and treat. Device manufacture date monitor (B)(4) - 09/2014; electrode belt (B)(4) - 04/2010.